Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient has increased pain. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced.